Manufacturer narrative:
(B)(4)

Event description:
It was reported the patient ((B)(6)) lost therapy. Diagnostics indicated no impedance issues and x-rays showed no anomalies. Surgical intervention was undertaken and intra-operative diagnostics also indicated no impedance issues. The lead was explanted and appeared to be fractured. A replacement lead was implanted and postoperatively, the patient reported effective therapy was restored.